Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed a sudden voltage from leading to a low/replace battery warning on (B)(6) 2014. A battery was not returned with the pump for investigation. During investigation, there was no occurrence of voltage drop or overheating. The pump was opened for investigation and did not reveal any evidence of damage or defect of the pump¿s power circuit. The pump performed with the required specifications during the investigation with no evidence of malfunction.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging when the pump emitted a low battery alarm at 7:00 am on (B)(6), 2014, the pump and the battery were both hot when the battery was removed. The reporter stated the battery was replaced and the pump was working normally. The patient confirmed using energizer ultimate lithium battery in the pump. Review of the alarm history during troubleshooting confirmed both low battery and replace battery alarms on (B)(6) 2014. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged temperature issue remained unresolved with troubleshooting.